Event description:
It was reported that this pacemaker exhibited farfield oversensing of rvs (right ventricular sense) events, resulting in false positive atrial tachy response (atr) events. Technical services (ts) discussed programming optimization with the health care professional (hcp). This pacemaker remains in service. No adverse patient effects were reported.